Manufacturer narrative:
The patient's monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field. The last download available from the patient occurred on (B)(6) 2017 at 14:13:25, prior to the patient passing. A review of the patient's downloaded flag files from the last available download was completed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient passing.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. The patient's spouse was present at the time of passing. The patient's spouse reported that the lifevest was not alarming at the time of the patient's passing. The patient's spouse also stated that the patient may have had fluid in his lungs and that the patient's passing was possibly cardiac related. The patient's daughter later reported that the patient passed away from a heart attack. The patient's spouse stated that prior to passing, the patient believed that the lifevest was not working properly. The patient's daughter also believed that the lifevest was not working properly prior to the patient passing. The patient's monitor sn 07157069 and electrode belt sn (B)(4) have not yet been recovered from the field. The last download available from the patient occurred on (B)(6) 2017 at 14:13:25, prior to the patient passing. A review of the patient's downloaded flag files from the last available download was completed. The software flag files did not suggest a device malfunction that would contribute to the patient passing. Additional information surrounding the patient's passing is not available at this time.